Event description:
Customer called to report damage to the insulin pump. It was reported that the insulin pump alarmed motor error during set change. It was also reported that the insulin pump alarmed compromised forced sensor system. Customer reported that there is a 2cm long crack on the pump's housing at the drive support cap. Customer's blood glucose reading was 252 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with missing/broken off end cap. Compromised force sensor system alarm or motor error alarm were not confirmed due to missing end cap. The device had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The device also had corroded motor assembly which was noted during visual inspection.